Manufacturer narrative:
The reported event was confirmed based on the functional testing of the autopulse platform (sn (B)(4)). The root cause is due to a defective processor board. Functional testing of the platform during initial power up revealed a system error 139 error message on the display screen. It was indicated that the processor board was defective. Upon replacement of the processor board with a known good reference processor board, the platform was further tested and passed all functional testing criteria. The platform operated using a light resuscitation test fixture with continuous compression for 10 minutes without errors and met all required specifications. A review of the archive data could not be performed as the data was corrupted. Additionally, visual inspection of the platform found damage on the encoder, top and motor covers along with the patient restraint brackets and battery compartment. These observations were unrelated to the complaint. The autopulse platform is a reusable device and was manufactured in 03 aug 2006. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device and is unrelated to the reported complaint. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
It was reported that a system error/ out of service/ revert to manual CPR error message was observed on the autopulse platform (sn (B)(4)). There was no patient involved with the event, the error message was observed during shift check. No further information provided.